Event description:
A collision between the gantry and the patient occurred when the user performed axes commands with the remote motions features without clearing and confirming that the previous patient's plan from the treatment console was completely removed.

Manufacturer narrative:
Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans). This event, previously determined to not meet the definition of adverse event, is being reclassified as part of a two-year retrospective review of all complaints. Our investigation confirmed the customer's report of a discrepancy between the target and actual gantry angles that should have alerted the therapist that the wrong target positions remained loaded at the console computer from a previous patient. The therapist did not verify that the correct targets for the current patient were loaded at the console before commencement of axis motions from the treatment console (outside the treatment room), which resulted in a collision with the patient. The patient's examination did not show evidence of an injury from the collision and the patient continued with the radiotherapy treatment. No additional follow-up to this MDR is expected.